Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate therapy for a rhythm that appeared to be a one-to-one correlation of atrial to ventricular beats. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.